Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with an elevated blood glucose (bg) of 624 mg/dl and diabetic ketoacidosis (dka) on (B)(6) 2018. Customer was treated with an intravenous insulin drip. Bg decreased to 310 mg/dl but condition of customer was reported as critical. Subsequently, customer was admitted to the hospital. Customer was scheduled to be discharged from the hospital (B)(6) 2018. Suspected cause of elevated bg was customer not receiving enough insulin. Tandem customer technical support (cts) performed a full pump system check and pump was functioning as intended. At the time of the report customer's bg was 96 mg/dl. Multiple attempts were made by cts to confirm hospital discharge and obtain additional information; however, all were unsuccessful.